Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment, which could not be recovered. Treatment was ended without performing rinseback due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. There is no evidence of a device malfunction. The treatment log files for this event suggest that there may have been a kinked line or clogged drain line obstructing dialysate flow. The cycler alarmed appropriately. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. Occasional alarms during a dialysis are expected and should not result in blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.